Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was seen by a rep in the clinic and was reprogrammed around impedances on (B)(6) 2020 and has reported no issues since last appointment. The patient was getting good relief. The issue was reported to be resolved. It was indicated that the information had been confirmed with the physician/account.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient came into the clinic today and was not able to adjust the intensity settings. Impedances were checked which displayed that 0-8, 12 and 15 were out with high impedances. The patient was reprogrammed on electrodes that did not display high impedances. It was unknown if there were any contributing factors as the patient did not report any falls, etc. The issue was not resolved. No surgical intervention occurred and it was unknown if surgical intervention would be planned, but the rep indicated that they would follow-up for more information.